Event description:
The caller reported getting a reading of around 400 mg/dl from his adc device on 25 dec 05. He administered insulin and later lost consiousness. The paramedics were called but he was not sent to the hospital. The caller was unable to recall additional information regarding the event.